Event description:
Alarms occurring during two routine hemodialysis treatments on (B)(6) 2012 could not be resolved. Both treatments were discontinued early and the extracorporeal blood circuit was not rinsed back to the pt resulting in a blood loss of approximately 190 cc for each treatment. During the treatment on (B)(6) 2012, an unrecoverable venous pressure high alarm occurred due to a closed clamp on the venous pt line. This was followed by a venous air alarm. Treatment was discontinued without performing rinseback. On (B)(6) 2012, the treatment was discontinued due to arterial pressure alarms occurring from cannulation issues. The pt's hb level was 8.4 g/dl prior to the blood loss events (actual date not provided). A subsequent hb level has not been drawn at the time of this report. Epogen 1400 units sc/qd was started post blood loss events (actual date not provided). No further medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The venous pressure alarm was attributed to use error as the operator failed to unclamp the venous line during treatment. The subsequent arterial pressure exceeded alarm is attributed to cannulation tissues. The cycler alarmed appropriately durin each treatment. The nxstage user guide contains adequate instructions for making pt connections as well as information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.